Event description:
It was reported that the patient experienced a loss of therapeutic effect which resulted in surgical revision of the left lead and extension. Following exposure to electrocautery during the revision, the programmer displayed a 'power on reset' error message. This was cleared and the device operated normally. The implantable neurostimulator was going to be turned on and programmed by the neurologist in the future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3387s-40, lot #: v398876, implanted: (B)(6) 2010, explanted: na; lead model: 3387s-40, lot #: v319140, implanted: (B)(4) 2010, explanted: na; extension model: 7482a51, serial #: (B)(4), implanted: (B)(6) 2010, explanted: na; extension model: 7482a51, serial #: (B)(4), implanted: (B)(6) 2010, explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Received from the patient reported that her therapy never worked for her. She was still in pain and maybe it worked a little for a month. In addition, the previously reported revision occurred because it was determined that the left lead was suboptimal in placement. During the revision the manufacturer representative (rep) indicated getting a range of values when measuring impedances, with some contacts that had "???." There were repetitive impedances readings at 3.0 volts, so the rep increased to 4.0 volts. After changing the amplitude and pulse width, the question marks resolved. There was nothing over 4,000 ohms on any contacts and were confirmed to be ok. The specific power on reset (por) that displayed was an incorrect serial number error.